Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that he had given himself a manual injection but was still experiencing high blood glucose. Assisted customer with programming the insulin pump. The customer treated himself with a bolus. Nothing further reported.